Manufacturer narrative:
The reported event occurred on a cobas e 601 analyzer (serial number: (B)(6)). The investigation determined that the anti-hcv ii assay performed within specifications. A review of calibration and quality control data confirmed that all results were within the expected ranges. The discrepancy was attributed to a false reactive result, which is covered by the assay's claimed specificity. The device remained in operation at the customer site.

Event description:
The initial reporter alleged discrepant positive results for one patient sample tested with the anti-hcv g2 elecsys cobas e 200 v2 assay on the cobas 6000 e601 module. The initial roche results were reactive with a value of 28 coi, obtained from two separate runs using two different samples. Testing of the same sample on the siemens attelica system yielded a negative result. No western blot result was available. Further investigation included testing the sample on a cobas e 602 module with the anti-hcv ii reagent, which produced a reactive result of 25.34 coi. Additional testing with the fujirebio innolia hcv score assay yielded a clear negative result.